Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they almost died due to sensor being inaccurate several times. The customer reported that the sensor was 30 points off and was reading 45 mg/dl. The customer mentioned a hospitalization due to diabetic ketoacidosis. The customer also reported that they had blood glucose of 64 mg/dl and sensor glucose around 90 mg/dl. The sensor will not be returned fo...